Event description:
It was reported the patient was in on the date of this report for a refill. It was also reported the actual residual volume (arv) was 16 milliliter (ml) and was greater than the expected residual volume (erv) of 1.7 ml. The low reservoir alarm was seen in the pump logs, but nothing unexpected was in the logs and the logs from the last refill in (B)(6) 2013 were as expected. It was noted the patient had increased pain, but did not know when the event began. A catheter access port (cap) study was performed and the healthcare provider (hcp) was unable to aspirate from the cap. It was reported, ¿the pump did not function because it did not know the drug was not leaving the pump¿. It was noted the patient would be referred to a surgeon. The pump was being used to deliver bupivacaine and morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4) implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).